Event description:
Bilateral silicone-filled mammary implants removed. Right implant was intact, left implant leaking silicone at the time of explantation. The original surgery and implantation was performed at another institution. It is doubltful that any further information will be forth-coming. Initial report received from physician on 3/1/93.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.